Event description:
It was reported that during an unspecified procedure, stent deployment difficulties were encountered. The physician was advancing the stent over the bifurcation of the aorta and iliac artery to deploy the sentinol biliary stent, however, he was unable to fully deploy the stent. Due to the partial deployment, the stent delivery system was not able to be withdrawn into the unspecified sheath, therefore, the physician removed all devices except for the unspecified guide wire from the superficial femoral artery. The pt was observed overnight and surgery was performed the following day. The pt was diagnosed with a hematoma and remained in the hospital for an additional 7 days. No further complications were reported. Additional info regarding this event has been requested however, none has been provided.